Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s ilet displayed alerts to stop dosing and to connect cgm or enter blood glucose, and the user did not enter a fingerstick while the system was in bg run mode, resulting in sustained high glucose until a meter value of 300 mg/dl was entered and delivery resumed; the user also experienced ongoing difficulty pairing a dexcom g7 sensor despite guidance and multiple sensor replacements, and no device component was implicated. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication and interviews with the user and analysis of information provided by the user and partner organization. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, specifically failure to enter bg and challenges following sensor pairing instructions, with no specific device component applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event. The user received education on entering bg in bg run mode and on cgm pairing and warmup expectations.